Event description:
The customer alleged they received questionable igg antibodies to toxoplasma gondii (toxo) results for one patient on their e602 analyzer. The patient's first sample's initial toxo result was 35.5 ui/ml. It was unknown if this result was reported outside the laboratory. The sample was repeated on an axim analyzer and the result was 1.1 ui/ml. It was unknown if the patient was adversely affected by this event. On (B)(6) 2013, the patient's second sample had a toxo result of 39.32 ui/ml which was considered positive and it was reported outside the laboratory. The sample was repeated on an axim analyzer and the result was 1.4 ui/ml. The sample was repeated on a centaur analyzer and the result was 0.09 ui/ml. The patient was not adversely affected by this event. The patient was considered not immune based on the results from the axim and centaur analyzers. The toxo reagent lot number was 169150 and the expiration date was not provided.

Manufacturer narrative:
The customer returned the patient sample for investigation. The investigation results determined the elecsys toxo igg results were correctly positive/reactive.

Manufacturer narrative:
Additional information has been provided. The first patient's initial result was reported outside the laboratory. The first patient was not adversely affected by this event.

Manufacturer narrative:
This event occured in (B)(6).